Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical portex cuffed blue line ultra suctionaid curvature did not fit with the patient's trachea. The patient felt discomfort during use. No additional adverse patient effects were reported.